Manufacturer narrative:
The cartridge was returned. Evaluation observed a small amount of viscoelastic present in the returned cartridge. The cartridge tip has heavy stress and is torn/split on one side. The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed for the cartridge and all documents indicate the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporter declined to provide additional information. (B)(4).

Event description:
A pharmacist reported that during the injection of an intraocular lens (iol) into a patient's eye, the cartridge split. Another lens and cartridge were used to complete the surgery. The consequence to the patient was reported as patient had pain. The reporter declined to provide additional information.